Event description:
It was reported that at the end of the sample acquisition sequence of the first biopsy, while still in the breast, the driver went into all lights flashing mode. The physician was required to use greater force than usual to remove the probe from the breast. The physician reset the driver in order to remove biopsy sample, which was adequate. The 2nd and 3rd biopsies were performed without any difficulties. No injury to the pt reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The cannula was received at the mfg facility for evaluation. The sample received had no insertion guide or distal protective tubing. The probe was received with the inner stylet fully retracted into the outer cannula, the vacuum plunge was positioned all the way in. Visual examination of external surfaces showed no structural damage/defects. The needle assembly was complete and showed no damaged components. The vacuum tube connecting tubing showed light amount of dried foreign matter, probably blood residue. The probe was tested for biopsy taking functions. No discrepancy was found as the unit was able to perform biopsy during 10 consecutive load cycles. No lights flashing or cycle interruptions occurred during the testing. Needle rotations showed distal straightness and correct performance. Mfg facility evaluation showed no biopsy failure associated with the returned probe. No assessment could be performed on the driver used during the reported incident as it was not returned for evaluation. The complaint cannot be confirmed as stated for the returned sample as the driver used during the event was not returned for evaluation. The results of the investigation are inconclusive and the root cause is unk.